Event description:
It was reported that during a gastric bypass procedure the active blade broke off of the device. The tip fell into the pt but was retreived through the trocar. A second device was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.